Manufacturer narrative:
The glidescope titanium lopro t3 reusable laryngoscope was returned to verathon for evaluation along with the customer's glidescope core 10-inch monitor and glidescope core video cables. A verathon technical service representative evaluated the returned devices and confirmed the reported issue. The technical service representative observed scratching on the lens and corrosion on the connector pins of the glidescope lopro t3 reusable blade. When connecting the customer's glidescope titanium lopro t3 to known, good, test equipment, the technical service representative observed the image splitting and cutting out when manipulating the test cable at the blade connector. All three of the customer's returned glidescope core video cables passed visual inspection and there were no issues found during testing. The glidescope core 10-inch monitor also passed visual inspection with no issues found during testing. The camera image quality test was performed for the glidescope core 10-inch monitor and passed. The issue was isolated by the verathon technical service representative to just the glidescope titanium lopro t3 reusable laryngoscope. Upon completion of the evaluation, the glidescope titanium lopro t3 reusable laryngoscope was replaced and sent to the customer along with the customer's original glidescope core 10-inch monitor and video cables. Corrective action is not required at this time. Verathon will continue to monitor for trends. Reference file attachment for additional information of second glidescope device associated with the reported incident.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium lopro t3 reusable laryngoscope, the image would freeze or double on itself when the cable was wiggled near the connection. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.